Event description:
On 05/26/2022, it was reported by a sales representative via (B)(4) that the suturetape component of an ar-990st-1 fibertak became disconnected from the needles. This was discovered after the anchor was inserted when releasing the needles from the top of the inserter. The free needles did not come into contact with the patient and adequate fixation was achieved using a different needle with no change to surgical technique.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation, and no photo was provided for investigation. Product history review needle pull test did not revealed any issues. The complaint is not confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.